Manufacturer narrative:
The product was not returned. A short video was provided of a monitor screen. Only a small portion of the device was visible. The view was from the bottom of the loading bay to just past the nozzle entry area. There appeared to be viscoelastic; however, the amount could not be determined due to the shortened view. The plunger tip was visible retracted into the loading bay. The lens was just inside the nozzle entry area. The trailing optic edge appeared to be folded under/damaged. The trailing haptic was broken, visible in front of optic. The lens appeared to be misfolded up, which would indicate a plunger underride occurred. The lens also appeared to be rotated to the left. Due to the plunger being retracted, the plunger position in relation to the damaged cannot be determined. The provided photo showed the same view. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause could not be determined. The device was not returned for evaluation. Based on review of the provided vide it appeared a plunger underride occurred, which broke the trailing optic edge and trailing haptic. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill-to line on the nozzle tip. This will require approximately 0.2 milliliter (ml) of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The IFU instructs: take at least seven seconds to gently fold the intraocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fill-to line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (greater than (>) 23 degrees centigrade (°c) / 73 degrees fahrenheit (° f)) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description, the trailing haptic was stuck to the plunger.